Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic vertical sleeve gastrectomy procedure. The stapling device was being used for the creation of the gastric pouch. The reload misfired and did not work correctly during the procedure. The stapler was able to fire but there was poor staple formation. The staples were straight legged and malformed. The knife blade was able to advance the full length of the reload, but some of the staples did not deploy. The staple line as incomplete. The malformed staples were removed from the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.